Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor displayed a service code 110 and was unable to complete functional testing. The cause for the failure was defective u1004, u1005 and r238 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing abnormal shutdowns and displaying a service code.